Event description:
Boston scientific/target was notified that during the procedure when the physician was putting the transend ex .014"/205 soft tip in the microcatheter, it broke proximally. No injury to the patient was reported in this event.